Event description:
It was reported by service report that the customer alleged that the scale was not weighing correctly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.